Manufacturer narrative:
MFR's eval: there is no alleged device failure to meet spec. The event cannot be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04315. The pt received his scs system on (B)(6) 2008. It was reported the pt had discomfort at the ipg pocket site due to the size of the device; the device was functioning properly. During the pocket procedure, the lead was tested and found to have invalid impedances. The physician replaced the ipg and the lead. It was reported the pt was well postoperative.